Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the doctor attempted to place implant, but both container was empty. Doctor was able to complete the procedure with another implant. Empty package discarded.

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb10, (imp, tsv,4.7,10,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1292082. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1292082 for similar events and 2 other relevant complaint(s) were identified, (B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined was mishandling of packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.